Manufacturer narrative:
Additional information provided in d.9., and h.10. The host module was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The returned host module was installed into a system and tested. The reported event was replicated. The host module hard drive was nonconforming. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the system froze during the patient changeover between procedures. The system was rebooted several times, but the symptoms did not improve. An alternative console was used and the procedure was completed. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming host module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on quality assurance (qa) assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming host module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).